Event description:
The pump was returned to animas for a damaged keypad. Evaluation found the keypad to be intact but contamination was observed under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad button symbols were found to be worn but the keypad was found to be intact. The keypad buttons were found to be responding properly to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded and discolored. (B)(6).